Event description:
Tested misonix 20mm blade and it created an unusual high-pitched sound; sales rep was in the room. The tool was taken apart and reassembled and results were the same. She stated that they have had a few recalls because of this problem and later found out that the lot number on the tool being used was a defective one. Instrument was removed from sterile field and given to pec [product evaluation committee]. Crosscheck with recall team (B)(4) that was released to our health system on [date redacted], near the beginning of this year, shows this lot number was not in the recall. Manufacturer response for 20mm blade, misonix 20mm blade (per site reporter). The mfg [manufacturer] has had recalls on this product in the past.